Event description:
Aerogen syringe is a proprietary item that allows delivery of continuous aerosolized medications. When place into operation there are 2 events occurring. 1) when delivering medications, medication is ¿seeping¿ above syringe plunger. 2) when priming syringe through tubing after the tubing has been primed the syringe continues to siphon all of the medications from syringe (syringe stopper moves independently). Manufacturer response for aerogen 60 ml syringe ¿ for use in continuous nebulization, aerogen 60 ml syringe (per site reporter). Manufacturer also stated this is a known issue . Exerpt of email ¿ full email available- ¿ another customer in the midwest had a similar issue and were able to move forward without further issues following a couple tweaks to their practice. Their practice included pulling the plunger completely out of the back of the syringe to fill the syringe and refrigeration of the syringes after being filled. Once they started filling the syringes from the tip and ceased refrigeration, they no longer had any issues. Are either of these steps part of your process? ¿ none of the described practices are part of this process. Devices are used per IFU.